Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device showed a critical error 11 was observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. Replacement of the analog board was recommended. Repair of the device was declined, and the unit was tagged with a "not for clinical use" sticker. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.